Event description:
It was reported to medtronic neurosurgery that during the surgery, the doctor found the plate broken.

Manufacturer narrative:
(B)(4). The eyelet of the plate was broken and bent open. The tab normally attached to the plate was missing. It is unknown when or how this damage occurred. Per the instructions for use that accompany the device, breakage of timesh components is a known complication. A review of the manufacturing records showed no anomalies. No impact to patient reported.